Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving dilaudid (10mg/ml at 7mg/day) via an implanted pump system. Indication for use was noted as non-malignant pain and spinal stenosis. It was reported that at a refill last week, during the initial interrogation by the hcp, they noted a "motor stall occurred, pump period may exceed tube set." No alarms were noted and there was no volume discrepancy. It was unknown when the motor stall occurred. It was unknown if the patient had a recent MRI. No symptoms were reported. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.